Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) pt's skin had open, oozing sores. The pt's nurse treated the sores. Follow up indicated that the pt's sores healed.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.